Event description:
A consumer called to report that he was experiencing ghosting of images around computer icons following intraocular lens implant surgery. He also stated that his intermediate vision was not clear and he is experiencing glare, halos and rings when driving at night. Follow-up with the implanting surgeon revealed that this pt had 4+ cataracts preoperatively. Postoperative results were close to targeted retraction with excellent near vision and the surgeon commented that the pt has experienced a tremendous improvement in his vision. The surgeon is aware of the pt's reported issues. It has been less than two months since the lens are implanted. A wait and see approach is being taken at this time with no intervention planned.